Event description:
The user facility reported that while a clinician was venting air from the sample through the air filter, the clinician experienced resistance at the syringe plunger. The clinician used additional force on the plunger and the syringe broke causing blood to splash out of the device. The reporter states that there was likely blood exposure to the clinician's eye. Further info was requested; non has been received at this time. The clinician is believed to be receiving treatment consistent with the hospital's internal protocol for blood exposure. No permanent adverse effects have been reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.